Event description:
This lead was implanted on (B)(6) 2003 and remains implanted. It was reported to technical services on (B)(6) 2011 that it has impedances over 2000 ohms with noise and inhibition of pacing and some atp. The rep is going to meet with the physician to discuss a lead revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).